Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n427900, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Following pump implant it was reported the incision became infected. The patient had reported a burning sensation and discomfort at the site. The patient¿s spouse placed an icepack wrapped in a towel and that had brought the patient some relief. They had contacted the healthcare provider and was instructed no ice and that swelling was expected. The patient¿s temperature was checked and it was 97.9, no fever. Per the reporter, the pump had not been filled as yet with medication it contained saline, but it would be morphine. The patient was in the final stages of cancer. Additional information received from the hcp reported that the patient was administered perioperative antibiotics, IV during placement and orally (B)(6) 2015. The date/onset of infection was (B)(6) 2015 per the oncologist, but the managing hcp assessed (B)(6) 2015 no infection noted. The date of the last refill was (B)(6) 2015 and on that date for the refill the patient had complained of pain the neck and upper back. The patient stated it radiated into the right arm. The pain was described as ¿sharp and crushing, pinching¿. Overall the patient claimed that their degree of overall pain experienced was worse than that of their previous visit. Both sleep patterns and quality seemed worse since the appointment. In addition the patient claimed that they had less energy and was able to be less active in the interim. The patient also complained that their current pain medications cover about 11-20% of their overall discomfort. The patient¿s current pain level was 9/10. When the patient was last seen the patient claimed that their average daily pain level was 8/10 and 10/10 and 8/10 were their worst and best pain levels respectively. The patient denied any adverse side effects from the pain medication. The symptoms the patient experienced were redness, swelling and pain, the location was device pocket. No culture was obtained. The patient outcome was infection resolved.